Manufacturer narrative:
The device was returned to zoll medical thailand. The customer's report was duplicated and the processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical chelmsford. The customer's report was duplicated and attributed to a faulty inductor. The processor/bridge/pace board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.